Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was degraded. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was confirmed. The reported issue was identified to be due to a software issue. The software was updated, and the dso seal was replaced to address these issues.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a red screen error, and the buttons would not response. The device went off but continued beeping even after the batteries were removed. There was no patient involvement and no adverse event.